Manufacturer narrative:
The repair inspection confirmed the customer¿s reported defect, blurry with shadow on the image due to broken lens in the optical system. The inspection identified a broken/cracked eyepiece funnel (reportable). Additionally, the inspection noted, the rigid outer tube is bent, there is distal end fiber damage, and minor fading of the markings on the model ring. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer ¿oes elite¿ high-definition autoclavable telescope was returned to the olympus repair center for a reported ¿blurry lens¿. The customer reported defect was found at reprocessing. No death injury or infection and no person or other was affected has been reported to olympus. However, during the repair inspection, olympus found the eyepiece funnel is cracked. This report is being submitted to capture the broken eye piece component.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue occurred due to excessive use as well as wear and tear. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.